Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. This was identified during service of the device and was not reported by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified that the device experienced an f_38 alarm when it was powered on. The cause was determined to be that the right force sensing resistor (fsr) was damaged. To address this issue the fsr was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.